Manufacturer narrative:
Unique identifier (B)(4). Device was requested for further investigation, but was not provided.

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4). At 1:17 pm, the result from the customer's meter was >8.0 inr accompanied by a "c." At 1:54 pm, the result from the customer's meter was 5.5 inr. The customer state that the initial result was obtained dosing the strip from the side, not from the top. The initial result was reported to the customer's doctor, but the doctor did not change her coumadin dose based on the result. There was no allegation of an adverse event. The customer's therapeutic range was 2.0 - 3.0 inr. The customer did state that they have been feeling tired, but is stable. The customer is anemic, but the customer's hematocrit was not known. The customer did not know if she has the lupus antibody. The customer is not on heparin, is on no direct thrombin inhibitors, no dietary changes, no symptoms of high blood pressure, no new medications, and no changes in diet. The customer did state that she had been vomiting and has had diarrhea a lot due to gastroparesis. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. No strips were returned for further investigation. Donor 1 inr: 2.7 inr , donor 2 inr: 2.2 inr . Donor 1 hct: 38% , donor 2 hct: 48% . Donor 1: retention meter with masterlot strips: 2.7 inr , customer meter with masterlot strips: 2.7 inr . Donor 2: retention meter with masterlot strips: 2.2 inr , customer meter with masterlot strips: 2.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Results shown with "c" mean that the applied specimen was detected as control solution. Inr results marked with "c" may occur if the hematocrit value is very low or due to faulty blood collection. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.